Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt had stimulation, but the charger was unable to communicate with the ipg. It was reported the ipg was incorrectly positioned in the pocket. Follow up from an appointment with the physician had been scheduled to determine the next course of action. Attempts to determine the status have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.